Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f brite tip sheath introducer was defective. During the angiogram, the sheath broke off but was retrieved successfully. A second sheath from the same lot number was opened and experienced the same issue. There was no reported patient injury. The intended procedure was a carotid angiogram. The damage was noticed on the same day as the procedure during use in the patient. A procedural film is not available for review. Additional event details were requested; however, not provided. The devices will be returned for evaluation.